Event description:
Originally reported from idtf 2.5 inr with protime system vs. 4.32 inr with unspecified lab system. Subsequently, 2.6 inr with protime system vs. 3.5 inr with unspecified lab system. Patient therapeutic inr range is not given. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.